Event description:
The event is reported as: the customer that the bar that would clip the blade into the handle fell off. The alleged failure occurred prior to pt use. No report of a pt injury or intervention.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.